Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: it is unknown if there was any broken or frayed cables at the wrist. It is unknown where was the physical damage located. There was no material missing or detached from the portion of the device that enters the patient¿s body. The product has already been shipped back to isi for evaluation.